Event description:
It was reported that a rotaflow displayed the error message ¿+5v test¿. The failure occurred during patient treatment. The device has been replaced during patient treatment. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
The event occurred in china. It was reported that a rotaflow displayed the error message ¿+5v test¿. The failure occurred during patient treatment. The device has been replaced during patient treatment. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the technician could replicate the reported failure. The rfc (rotaflow console) power supply board (material#70101.1675) has been replaced. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The affected rfc power supply board (material#70101.1675) was send back to the manufacturer for investigation. The part was investigated by the getinge life-cycle-engineering (lce). A rfc power supply board was under investigation following a complaint of the message ¿+5vtest¿ during application. The message ¿+5vtest¿ could not be reproduced during the investigation however, a defective voltage regulator ic1 could be identified as a root cause. The output voltage of the voltage regulator ic1 drops below the alarm threshold of 4,75v at about half of the specified output current which can lead to this message. Based on the investigation results the reported failure could be confirmed by the getinge field service technician. The product in question was produced in 2021-05-01. A device history record (DHR) review was performed on 2022-06-22. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).